Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the farawave catheter was visually inspected and no outer abnormalities were observed. Next, the device passed the functional test; since a guidewire was successfully inserted through the catheter. Also, deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. Therefore, the reported allegation was not confirmed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave catheter presented a foreign material on the handle. During procedure, physician encountered deployment issues with two previous catheters, for the third replacement, the handle was sticky and so it was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned. It was further reported that there was no residue on the catheter handle. The doctor and tech said that the slider was very difficult to use, and he said he wouldn't use it. The has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave catheter presented a foreign material on the handle. During procedure, physician encountered deployment issues with two previous catheters, for the third replacement, the handle was sticky and so it was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave catheter presented a foreign material on the handle. During procedure, physician encountered deployment issues with two previous catheters, for the third replacement, the handle was sticky and so it was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned. It was further reported that there was no residue on the catheter handle. The doctor and tech said that the slider was very difficult to use, and he said he wouldn't use it. The has been received at boston scientific's post market laboratory where it is awaiting analysis.